Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The technical support engineer (tse) suggested resetting master tool manipulator (mtm) association from surgeon side console (ssc) touchpad. The surgeon performed redocking of patient side cart (psc) and the issue was resolved. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause may be attributed to intermittent failures on mtm association from ssc touchpad. The issue was resolved by redocking of psc.

Event description:
It was reported that during a da vinci-assisted ventral hernia etep surgical procedure, the customer called technical support engineer (tse) to report that the surgeon side console (ssc) master tool manipulator (mtm) association was swapped when the 30-degree endoscope switched to a downward position. Tse suggested to reset the mtm association from the ssc touchpad. The surgeon did this by redocking the patient side cart (psc) and issue was resolved. Live logs did not show any error for the issue. The procedure was completed as planned with no reported injury.